Event description:
On (B)(6) 2026, a facility representative reported via (B)(4) that an ar-13303-2.4 osteotomy guide pin cold-welded into an ar-9507rgdp-3 universal reverse humeral resection guide during an rtsa procedure. No patient was affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.